Event description:
Per the report received from france, edwards received notification that a 11500a25 valve model implanted in aortic position was explanted from a 57-year-old patient after an implant duration of five (5) years and two (2) months due to a leaflet perforation associated with long suture tails which led to severe regurgitation. Central regurgitation was already detected on echo approximately two (2) years and five (5) months after implant. Reportedly, no rapid knotting system was used during device implant. Patient presented with dyspnea. Another valve of same size was used in replacement with no reported patient injury. Patient outcome was noted to be good.

Manufacturer narrative:
Added information to section a1, a2, a3, b5, b7, d4 (serial number, expiration date, primary unique device identification (UDI) number), d6 (implant date), h4, h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: report of leaflet perforation was confirmed through image evaluation. Photos showed the outflow aspect of a valve with a perforation in a leaflet. The perforation appear to be beveled at the outflow aspect, a typical characteristic of those caused by suture tail/fastener abrasion. There appeared to be sutures near the leaflet perforation. A device history record (DHR) review was performed, and no relevant non-conformances were identified. Based on the information available, the complaint is confirmed and the most likely root cause of the event is procedural factors, including excess suture tails left during device implantation. An edwards defect has not been confirmed.

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation. Attempts to retrieve the device and additional information are in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that an inspiris valve was explanted from the aortic position after an approximate implant duration of five (5) years due to a leaflet perforation which led to severe regurgitation. As reported, patient presented with dyspnea.